Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain on 2016-09-27. It was reported that there was difficulty/inability to recharge. The patient was not getting any bars and their battery was at less than 25%. The manufacturer representative attempted a session using the patient¿s implantable neurostimulator recharger and they weren¿t able to get any bars either. The patient has not had any falls or trauma to the area. Repositioning the antenna did not resolve the issue. The implant could communicate with the patient programmer. The patient programmer said to charge the device. An antenna locate session did not resolve the issue. They were getting a range of 44-56 and the average was in the high 40s to low 50s even when turning the dial. The manufacturer representative attempted to start a charge where they saw 52 but still got no bars. At one point, the manufacturer representative was able to get 2 bars, but they went away right away. There were no pocket issues reported. The battery is in the patient¿s chest and is superficial so they can feel the outline of the implantable neurostimulator. The patient was able to get coupling for about a week and a half after implant, and since then, hasn¿t been able to get any bars. The patient only got 4 bars once, and the majority of the time, they were getting 2 bars, and then eventually no bars. They really have never been able to get a good connection. The implantable neurostimulator recharger antenna was noted to be damaged. There were no symptoms reported. Additional information from the manufacturing representative (rep) indicated that the patient is still only getting 2 coupling bars with the replacement antenna they received. The rep stated that the patient can charge, but it is just very slow. The rep noted that the patient did get an x-ray to look at the orientation of their ins, but the rep has not looked at it yet. Additional information was received from the manufacturer representative (rep) stating that the battery was upside down, the doctor flipped it in the office and it was confirmed via x-ray.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that the poor coupling was resolved by the physician flipping the battery in the office. It was noted that the patient will not have surgery at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.